Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported patient has some pain when treating. She will add an hour every other night. The patient states that within a few hours of wearing the coil the pain starts. Last week, the patient had pain within 2 hours of retreatment. This week the patient is up to 5 hours without having pain. The pain level can go up to a 9. The pain is below the skin. The pain subsides little by little after taking the coil off. The patient has not increased her daily activity. The patient went to see the doctor last week and the doctor did not say anything nor prescribed anything for pain. The patient takes percocet 5mg that was given to her after surgery when she had severe pain. I told the patient to break her treatment in increments of 4 hours. No additional patient consequences have been reported. The bhs assembly was not returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient has some pain when treating. She will add an hour every other night. The patient states that within a few hours of wearing the coil the pain starts. Last week, the patient had pain within 2 hours of retreatment. This week the patient is up to 5 hours without having pain. The pain level can go up to a 9. The pain is below the skin. The pain subsides little by little after taking the coil off. The patient has not increased her daily activity. The patient went to see the doctor last week and the doctor did not say anything nor prescribed anything for pain. The patient takes percocet 5mg that was given to her after surgery when she had severe pain. I told the patient to break her treatment in increments of 4 hours.